Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) followed by a (vs) that resulted in storage of an inappropriate non-sustained ventricular tachycardia (nsvt) event. Additionally, the device went from a battery status of three years remaining to one year remaining six months later, to less than six months remaining four months later. Ventricular outputs were then decreased and the battery status then showed two years remaining. Ventricular outputs were increased to ensure capture and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced 3 years later for reported normal battery depletion.